Manufacturer narrative:
(B)(4).

Event description:
2015-10-05 additional information was received from a healthcare provider (hcp) and company representative. The catheter was visualized on x-ray and was shown to have migrated. The cause of the issue was not determined. No further information was available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11365r40, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a device manufacture representative regarding a patient initially receiving dilaudid (12 mg/ml at 4.3 mg/day, lot number unknown). The indication for use was non-malignant pain and failed back surgery syndrome. The device manufacture representative reported that the catheter tip was at t11 and the patient was having upper back and shoulder pain. The change in therapy/symptoms was considered gradual. The event was noted as occurring in 2015 and in the last few months. The healthcare provider (hcp) placed a new catheter on the date of the report. The distal tip of the new catheter was placed at t8. After the surgery the patient was to receive dilaudid (10 mg/ml at a dose that was not determined, lot number unknown) via the device. Additional information has been requested, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.